Event description:
The pt presented with an ica occlusion. The ica vessels were tortuous and looped. A 7f sheath was used. Using a coaxial approach with the 032 system did not allow the physician to move through the loop with the psc054. This psc054 then kinked. The physician then used a second psc054 but was unsuccessful in placing the catheter. Finally, the physician attempted to use the 032 system alone and eventually succeeded in placing the 032 in front of the thrombus but was unable to aspirate any of the occlusion due to clot physiology.

Manufacturer narrative:
Two units of psc054 lot number f15218 were involved in this incident. Although the description of the incident reported only one of the 054s kinking, both returned units showed kinks. The first unit had an ovalization of the distal tip from 0.5 to 2.0cm from the tip and continued into a flat spot from 2.0 to 3.4cm. Measuring from the hub, there was a minor flat spot at approximately 59cm. A 0.044" mandrel passed easily through the catheter until the mandrel tip encountered the 3.0cm flat spot. The second unit showed similar damage, with a distal flat spot from 2.0 to 4.2cm from the distal tip. (B)(4), kinks are reportable incidents. The DHR of this lot has been reviewed. Complaint/incident findings: a review of the device history record (DHR) was completed on part # 2201 (lot # l15218). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement. (B)(4).